Event description:
Reporter stated that back to back testing was performed on the aviva system with results of: 186 mg/dl to 47 mg/dl, 58 mg/dl to 130 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.